Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The customer was performing a cerebral coil procedure. After 4 hours, the system would no longer release fluoro. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. After a system reboot, the fluoro release was resolved. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A software failure was determined as the cause for this event. Log analysis indicates an ias-a failed to be ready for acquisition due to a sw error and x-ray was not possible. An alternate solution was provided in which the graphics cards (quadro k2000d) on both ias-a and ias-b were replaced by quadro q2000d graphic cards. No further issues have been reported and the system was returned to clinical use.